Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Upon review, it was noted that the device went into safety mode while 3 years of battery life remained. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.